Manufacturer narrative:
The investigation for the reported product damage (cannula kink) issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that no data logs were provided for analysis. Evaluation of the returned product confirmed a cannula kink proximal to the outflow. The root cause of the low flows was a cannula kink. However, the root cause of the cannula kink was unable to be determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, poor flows were observed as there was an unfixable kink in the cannula. As a result, the decision was made to explant the device and replace it with a new impella cp device. The patient survived the procedure.